Event description:
We received a report that a female patient experienced pain, redness and inflammation in her eyes while using consept one step. The patient reported she sought medical treatment at a hospital where she reported a diagnosis of temporary and chronic inflammation. She was prescribed levofloxacin and hyalein ophthalmic solution. By (B)(6) 2014 she had recovered. The patient reports she has used the product for ten years. This report is for the hydrogen peroxide solution. A separate report is filed for the neutralizing tablets.

Manufacturer narrative:
Chemistry evaluation results of as a retained sample from the reported lot were within specifications. Microbiology evaluation of returned unit as well as a retained sample from the reported lot showed the solution to be sterile. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Information that was known but not submitted. Type of report: alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted.